Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with blank display. Unable to the displacement test due to blank display. Pump was cut open to perform visual inspection and foundno evidence of physical or moisture damage¿on the pcba 1, motor, or force sensor. However, found cracked u6 on the pcba 2 and lcd glass cracked and bleeding. Swapping out test boards confirms blank display is isolated to pcba 2. Also, after swapping test boards, blank flashing white display occurred due to cracked lcd controller. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. No cracks on the battery compartment noted. Blank display was confirmed during analysis due to cracked u6 on the pcba 2. Blank flashing white light on the display due to cracked lcd controller cosmetic damage at battery compartment was not confirmed, however, other cosmetic damage was noted. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1886. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Mmt-1886 was requested and customer response was the device will be returned.